Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. Upon eval, there was excessive noise on both channels. The cause for the noisy channels cannot be positively determined, but is likely the result of a pinched wire in the distribution node causing an electrical short. This would cause the belt not to recognize a treatable rhythm, as the baseline signal would contain excessive noise. The root cause for the pinched wire cannot be positively determined but is likely due to an assembly error. Once the wires in the distribution node were re-routed, the belt operated normally. No adverse event resulted from the electrical short. The pt received a replacement electrode belt.

Event description:
A pt service rep assisting an (B)(6) male pt contacted zoll customer support to report that while baselining the pt, he received excessive check belt messages and could not get a clear baseline signal. The pt was issued a replacement electrode belt.